Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas for approximately two weeks experienced repeated hypoglycemia throughout the day and overnight, with continuous low glucose readings that required oral carbohydrates such as orange juice and cookies. Symptoms included shakiness and visual disturbances described as black spots when eyes were closed. Outcomes included fear of severe hypoglycemia and sleep disruption, without hospitalization or professional medical intervention. Investigation included review of device-generated glucose reports and outreach for retraining to help moderate glucose levels. Investigation of this case revealed recurrent hypoglycemia with unclear cause; no device malfunction or component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.